Event description:
Note: this is one of three complaints that occurred during the same procedure. Refer to MFR reports # 3005099803-2009-04453 and #3005099803-2009-04454 for the associated device info. It was reported to boston scientific corp that three jagwires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male pt. According to the complainant, after advancing the wire through the working channel of the scope to the duodenum, the tip of the guidewire felt loose, the coating was peeling and the guidewire was unraveling. The doctor withdrew the guidewire and attempted to use two additional jagwire units with the same result. The black part of the hydrophilic tip fell into the pt. The doctor tried to remove them, but the fragments were too small and fragile to pick up. The procedure was completed with a fourth jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.